Manufacturer narrative:
Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has not been returned for evaluation. Due to this we are unable to perform visual or functional testing and establish a relationship with the reported failure to charge. We have been unable to determine a root cause on this occasion. When the battery reaches a set temperature during charging, charging is halted. Depending on the actual conditions this pause may be so long that a full charge is not obtained prior to the user removing the device from the mains. Recommendations -storage of the device should be within an area that is not subject to high temperatures. -ensure the device is fully charged prior to use. -locking the screen is recommend during the charging process. -do not charge the device whilst it is stored in its carry bag. -it is important that all users of this device, read and follow the instructions in the supplied manual for use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device stopped charging, the charger was replaced but the device still wasn't charging, shutting down after. Treatment was interrupted because it was only possible to send a new device one day after. The device was sent to (B)(6).